Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Battery power loss alarm found in the insulin pump history file due to connector resistance issue. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the customer got replace battery now alarm after replacing the battery. The blood glucose was unknown at the time of the incident. Troubleshooting was assisted for replace battery now alarm and customer stated that he did not get a low battery alert prior to the replace battery now alarm in alarm history. The insulin pump will not be returned for analysis.